Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure (batch no. 638493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ chronic/ pain pelvic area"), abdominal pain ("abdominal pain/ pain abdominal area"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysuria ("bladder or urinary problems or changes dysuria"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems : other") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (ablation, hysteroscopy with d&c, thermoablation). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, psychological trauma, bladder disorder, urinary tract disorder, vaginal haemorrhage, urinary tract infection, nausea, depression, anxiety and dysuria outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dysuria, genital haemorrhage, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: claiming pain: pelvic/abdominal, chronic, dysmenorrhea (cramping): received treatment for pain? Yes claiming bleeding: menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleeding: received treatment for bleeding? Yes. Discrepancy noted: the plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device as successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: depression, abdominal pain, nausea, dysuria, urinary tract infection, menorrhagia, dysmenorrhea, pelvic pain concerning the injuries reported in this case, the following one was described in patient's medical records : pelvic inflammatory disease. Lot number: 638493 manufacture date: 2009-05 expiration date: 2012-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure (batch no. 638493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ chronic/ pain pelvic area"), abdominal pain ("abdominal pain/ pain abdominal area"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysuria ("bladder or urinary problems or changes dysuria"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems : other") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (ablation, hysteroscopy with d&c, thermoablation). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, psychological trauma, bladder disorder, urinary tract disorder, vaginal haemorrhage, urinary tract infection, nausea, depression, anxiety and dysuria outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dysuria, genital haemorrhage, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: claiming pain: pelvic/abdominal, chronic, dysmenorrhea (cramping): received treatment for pain? Yes. Claiming bleeding: menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleeding: received treatment for bleeding? Yes. Discrepancy noted: the plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device as successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: depression, abdominal pain, nausea, dysuria, urinary tract infection, menorrhagia, dysmenorrhea, pelvic pain concerning the injuries reported in this case, the following one was described in patient's medical records : pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 14-oct-2019: plaintiff fact sheet and medical records received : lot number added. Incident category updated. Reporters information, patient details updated. Events added- vaginal haemorrhage, urinary tract infection, nausea, anxiety, depression, dysuria. Severity of pelvic pain and abdominal pain updated. Concomitant products added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.